Manufacturer narrative:
(B)(4). (B)(6). Information was provided by the manufacturer. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the issue of the blank (blue) screen but no parts required replacement. They reseated the sbc printed circuit board (pcb) and all connectors/cables and restarted the machine and the machine booted up. The fss performed an amo field service checklist and the machine meets amo specification. A record review was performed. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings for medical complications. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported the phacoemulsification system unit had a blank screen. Additional communication on (B)(6) 2015 verified that initially the system did not boot up and only a blue screen was visible. There was no patient involvement and no patient treatments delayed or cancelled.